Manufacturer narrative:
H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed as the downstream occlusion sensor (dso) was faulty. The dso sensor was replaced to fix the issue. The uso seal was found to be buckled and was also replaced. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for failed occlusion test, during device evaluation, a faulty downstream occlusion (dso) sensor was found. There was no patient involvement.